Event description:
Medtronic received information that following the successful implant of this transcatheter bioprosthetic valve in this patient with a history of a low ejection fraction (ef), the myocardium did not recover from aortic insufficiency and pacing during implant. Echocardiogram revealed that the corevalve was functioning normally and aortogram confirmed coronary perfusion. CPR and pharmacological interventions were initiated to increase blood pressure. The surgeon decided to open the chest to massage the heart. Direct shock was applied to the heart, however, the rhythm and pressure did not recover and the patient expired.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the cause of the reported issue was likely related to the left ventricular function. Echocardiogram revealed that the corevalve was functioning normally and aortogram confirmed coronary perfusion. Patient death is an inherent risk when the patient condition is such that a valve replacement is needed to sustain cardiac function, and it can occur despite an ideal implant procedure and device functionality. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported event. (B)(4).